Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the flow sensors were not working causing an inability to initiate mechanical ventilation. There was no report of patient involvement.